Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial lead was found to be dislodged. Lead was attempted to be repositioned but due to patient anatomy, it remains implanted. No additional adverse patient effects reported.